Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a cut on pebax. Initially, it was reported that the qdot catheter was suddenly stuck during ablation. There was also a catheter temperature sensor error displayed on the carto and ngen monitor as well. They tried to reconnect the ablation cable and replaced it with no resolution. When they replaced the ablation catheter, the issue was resolved. There was no patient consequence. The temperature sensor issue and the catheter stuck issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 01-aug-2024, there was a cut on pebax with reddish-brown material inside and internal parts exposed. This was assessed as MDR reportable with an awareness date of 01-aug-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance, and patency tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; then, the temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed, a patency test was performed, in accordance with bwi procedures. The catheter was irrigated correctly, and no anomalies were observed. No stuck conditions were observed during the investigation. A manufacturing record evaluation was performed for the finished device 31254736l number, and no internal action was found during the review. The temperature issue reported by the customer was confirmed since the reddish material inside the pebax could be related to this issue; the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The medical entrapment was not confirmed. The catheter instructions for use (IFU) contain the following recommendations: if the temperature increases to 40°c during radio frequency (rf) energy delivery, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf delivery. The catheter instruction for use (IFU) recommended: catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).